Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was receiving radiation treatments for esophageal cancer and the ins was showing a power on reset mode. Patient started treatments three weeks ago and had a warning por last week and another this week. Patient is de-habilitated when his tremor returns while in the por state. Ins was interrogated after one of the radiation treatments and no issues were seen. The total radiation dose patient is expected to receive over 28 sessions is 540 cgy (centigray) to the tumor itself. A maximum of 30 cgy is expected to travel to the dbs device over 28 sessions, with a mean of 12.6 cgy. Per treatment session, the patient receives 180 cgy to the tumor, resulting in a maximum of 1.07 cgy to the dbs device. Manufacturer's representative will continue to interrogate the device and monitor the situation.